Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 rmt system and a map shift occurred. During the procedure, after mapping, prior to ablation, a map shift was noticed with no error message. Map shift was discovered with the help of the extended features of carto that shows how much the patches moved. The approximate difference in catheter location before and after map shift was 4-5 cm. It is unknown if there was a cardioversion or any patient movement prior to the map shift. This event is MDR reportable because if a map shift caused by relative movement between the back patches or metal interference to the magnetic field, for which the carto did not display any immediate error or warning message, such map shift could potentially be caused by system malfunction. There is a potential risk to patient.

Manufacturer narrative:
The device history record (DHR) review was performed on 09/19/2017. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 rmt system and a map shift occurred with no error message. Field service engineer advised that the map shift issue was not duplicated and the issue was not seen during next procedures. System is working properly. Device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's ref. (B)(4).